Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the damaged insulation on the instrument. Engineering found that the distal end of the instrument's main tube exhibited various scratch marks and gouge marks with light material removal. Engineering concluded that the damage was most likely caused by mishandling (excess force contact on the main tube surface). The endowrist instruments instructions for use (IFU) specifically states:general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
Prior to starting a da vinci si procedure, the user facility reportedly identified damaged insulation on a monopolar cautery instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.